Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, that the programmer was producing errors, however, the device did fail software controlled gain tests due to cracked solder joints on the radiofrequency (rf) connector of the printed circuit board. It was also noted that the upper hinge plate was broken. Product ID 2067 radiofrequency head; product ID (B)(4) analyzer.

Event description:
It was reported the programmer was not working and producing errors. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.